Event description:
It was reported that during implant procedure, cardiac tamponade and effusion were noted. The patient blood pressure had dropped. An echo was performed. The lead was not implanted. The patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).